Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burnt component. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit is not charging and has an overlay issue. Upon triage on (B)(6) 2017 the service tech found the unit had 2 burnt components.